Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin delivery was stopped. Reportedly, the contact suspect that the user may have been pushing buttons on the pump. The contact successfully resumed insulin delivery. The user's blood glucose (bg) level for this event was 98 mg/dl. Additionally, it was reported that the user experienced an elevated bg level of 243 mg/dl in the morning. Reportedly, the user ate an unusually late dinner, possibly ate some additional food without telling anyone, and the contact stated that therefore, no bolus was delivered for the additional food. A bolus was delivered to address bg level.